Event description:
It was reported to resmed (B)(6) that an astral ventilator failed to pass its internal self-test. There was no pt injury reported as a result of this incident. Ref MFR report no.: 3004604967-2015-00040.